Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a blood patch performed after the implant of her pump on (B)(6) 2019 due to a cervical spinal fluid leak. No further complications were reported.